Event description:
The initial attorney report alleged unspecified injury due to defective mesh. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2004 - repair of right inguinal hernia with a kugel patch. On (B)(6) 2005 - presents to the ER with abdominal pain. Diagnostic impression - abdominal pain of unclear etiology, prominent right ovary, right inguinal herniorrhaphy, history of adhesions, s/p hysterectomy. On (B)(6) 2005 - diagnostic laparoscopy with partial appendectomy. No operative report was found. On (B)(6) 2005 - office visit, pt is two weeks s/p diagnostic laparoscopy with partial appendectomy. Final pathology demonstrated mucosal inflammation of the appendix. On (B)(6) 2007 - office visit notes pt had no relief from the trigger point injection and has thought about surgery despite the increased risks and no guarantee of improvement. She desires to proceed with excision of the mesh and open repair. On (B)(6) 2007 - diagnostic laparoscopy, diagnostic appendectomy, excision of kugel patch, and primary repair of defect. Reportedly, the ring appeared to have a break in it but there was no evidence that the ring was protruding through the peritoneum into the abdomen. The pt's appendix was completely excised as well as the kugel patch. The operative report noted that there was no recurrence, adhesions or obvious entrapment of nerves. On (B)(6) 2008 - office visit, pt is being seen by another physician for her anxiety and one for her chronic pain. She reports that during the (B)(6) 2007 surgery nerves were severed that caused her to feel like she is being hit by a bat in her right lateral thigh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugal mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on the info available at this time, no definitive conclusions can be made. The pt reported at an office visit that she had a "severed nerve" from the explant procedure; however there is no documentation to support that and the surgeon notes that there is dense scar tissue near the nerves, with no nerve entrapment. There was no lot number included in the medical records provided; therefore a review of the mfg records could not be conducted. Additionally, the device was not returned; therefore an eval of the reported broken ring could not be conducted. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.